Event description:
The customer reported that the device repeatedly interrupts the measurement, and occasionally no alarm is triggered when the set limits are exceeded. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact. H3 other text: product not returned.

Event description:
The customer reported that the device repeatedly interrupts the measurement, and occasionally no alarm is triggered when the set limits are exceeded. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. During functional testing of the device's alarm system the device was able to visually, audibly and continuously alarm with no interruptions. The device's alarm system was confirmed to be functioning as designed. During the device evaluation recessed pins were found inside of the tb-20 connector. This caused the device to provide a "replace sensor" error message upon testing.